Manufacturer narrative:
(B)(4) - the intraocular lens has not been received for analysis. The device met all manufacturing specifications prior to release. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related. All available information is included in this report. Lens not received for analysis.

Event description:
The surgeon observed a slight deformation of the haptic on the multifocal intraocular lens during implantation into the patient's eye. One week later the lens decentered and was removed and replaced with another lens of the same model. This lens was implanted in the sulcus, contrary to its intended use for implantation in the capsular bag only.